Manufacturer narrative:
Analysis of lead model 3389, serial # unk showed no anomalies. The continuity was acceptable and no shorts were observed between circuits.

Manufacturer narrative:
(B)(4). The lead was returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a lead implant procedure after the lead was positioned, it was connected to an external neurostimulator (ens) for testing. The voltage was increased up to 10.5v, but the typical side effects that stimulation causes did not appear. Several attempts were made but the results were not successful. The procedure was stopped and the lead was removed because it was suspected the lead was broken. A new lead was not implanted, and the patient was "ok" after the procedure.